Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that while impacting a trauma nail during surgery, the impaction head sheared off the nail targeting guide.

Manufacturer narrative:
As returned, the threaded portion of the impaction head was fractured off flush with the step and returned within the targeting guide. Dents, scratches, and scuffs were visible on the strike surface of the impaction head indicating previous effective use. The instrument was conforming to print where measured. The device history records were reviewed and the records indicated that the parts met specifications at the time of manufacture. The impaction head had a potential field age of approximately 7 years at the time of the reported incident. This device is used for treatment. This device was manufactured before a related corrective and preventative action (CAPA) was implemented. Design changes and updated instructions were implemented to reduce the likelihood of this failure method. It was also noted in a follow-up that the surgeon switched from a 5 lb mallet to a 7.5 lb mallet during that particular surgery. Not knowing the full impact capacity, he used it like the 5 lb hammer and fractured the impactor. The most likely cause of the fracture is off-axis impaction and repeated impact loading on the strike surface while it is not fully tightened to the targeting guide, or allowed to come loose during impaction. Also, it should be noted that the instrument was in use approximately 7 years with unknown usage history combined with the witnessed marks and scuffs on the device which show that the device has been extensively used. This suggests that normal wear and tear from use could have been a contributing factor. The root cause of the fracture is off-axis impaction and repeated impact loading on the strike surface.